Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that the spinal cord stimulation (scs) system underwent an elective explant procedure to have (magnetic resonance imaging) MRI access, no malfunction or allegation reported against the device. The patient is doing great post operatively. The explanted device will not be returned as it was not released by facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.